Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed bioprosthetic valve, the corevalve was implanted too deep and transesophageal echocardiogram (tee) showed moderate paravalvular leak (pvl). Another valve was successfully implanted a little higher, valve in valve, into the first corevalve. Post-implant transesophageal echocardiogram (tee) showed no regurgitation and a mean gradient of 21 mmhg. One day post implant, transesophageal echocardiogram (tee) showed moderate aortic regurgitation (ar) with a gradient of 44 mmhg. Three days post implant a repeat transthoracic echocardiogram (tte) indicated pressure gradient across the aortic valve had reduced to 35 mmhg. No treatment was prescribed and no additional adverse patient effects have been reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available. However, the paravalvular leak (pvl) most likely resulted due to suboptimal position as the valve was implanted too deep. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Abnormal blood flow can occur if the valve is unable to fully open and close as designed (reduced leaflet mobility). Reduced leaflet mobility may be related to distortion of the transcatheter aortic valve (tav) in the region of the tissue valve which, in turn is related to the placement of the bioprosthesis. The reported high gradient measurements, a pressure differential across the valve, could potentially be related to placement of the tav, as it generally occurs due to leaflet mobility and/or a reduced orifice area. The tav is designed so that the tissue valve region is placed supra-annularly, as this reduces the effect that the shape of the existing anatomy has on leaflet movement and allows for the greatest orifice area. If the valve is implanted too deep, the tissue valve region can sit in contact with the anatomy, and will distort to the existing shape of the valve. From this information, the root cause of the increased gradient measurements was most likely due to sub optimal position. However, a conclusive cause could not be determined from the limited information provided. (B)(4) this device code has been added to the report as it was inadvertently omitted from the initial report.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.